Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an inflation and deflation issue. It was indicated that the patient was re-intubated.